Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Refer to mrn: 1221359-2021-00639. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017724 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1017724 and test base part number 190-430 / lot 1017724 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017724 showed that the complaint rates is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. This report represents two (2) of two (2). The customer reported false positive results on a direct tested knitted throat swab with the ID now covid-19 assay performed (B)(6) 2021. Confirmation testing with pcr provided negative results. An antibody test for sars-cov-2 generated negative results. Repeat testing with the ID now covid-19 assay performed (B)(6) 2021 provided negative results. The customer confirmed there was no death, serious injury, adverse event, or serious deterioration in state of health based on the ID now covid-19 results. The patient was admitted with a positive urine drug test to cannabis and barbiturates. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.